Manufacturer narrative:
This report is for four unknown cortex screws. Partial part number 204.xxx provided. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for four unknown cortex screws.

Manufacturer narrative:
Unknown, as specific part and lot numbers for the complainant part were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the reported humeral fracture procedure was performed on (B)(6) 2014. This report is for four (4) unknown screws.

Event description:
It was reported that broken screws were discovered approximately ten months post a humeral fracture revision procedure performed on an unknown date during (B)(6) 2014. The patient began to experience pain (with no trauma occurring) in (B)(6) 2015; x-rays dated (B)(6)2015 showed four broken screws. It was reported that the construct consists of a plate and eleven screws. The patient sustained a right humeral fracture when she tripped and fell while walking a dog on (B)(6) 2012. It was reported that originally it was "left to heal on its own." When it did not heal, it was discovered that the "biceps were impaled between the bone". In 2013, a procedure involving an unknown plate and screws was performed. After one year, this construct reportedly "fell apart", and a revision was performed in (B)(6) 2014. A revision surgery has not yet been scheduled to address the broken screws. This report is for three unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date is unknown. This report is for three unknown screws. Part and lot number are unknown. The total number of screws implanted in the patient was 11. The following information was provided; however, the part numbers could not be determined an it is not known which of these screws had broken: 5 screws 3.5x70-75mm. Humerus right cortex. Sn (B)(4); 5 screws 3.5x10-60mm. Humerus right locking screw sn (B)(4); 1 screw 3.5x44-46mm humerus right locking screw. Sn (B)(4). Implant date was reported as an unknown date during (B)(6) 2014. Additional medical intervention necessary to address broken screws, including x-rays. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the lcp periarticular proximal humerus plates are indicated for fractures, fracture dislocations, osteotomies, and nonunions of the proximal humerus. The technique guide (j9083-b) recommends inserting cortex screws first to pull the plate to the bone and to aid in reduction of any distal shaft fragments. The technique guide also states to use standard ao screw insertion technique to insert 3.5mm cortex screws in the dcu portion of the combi holes. The complaint description states that the screws broke ten months post a humeral fracture revision. It is likely that the bone did not heal causing the 4 screws distal to the fracture to fatigue and fail. Not following the recommended technique may have also contributed to the screw breakage. (B)(4) was reviewed during the evaluation and no issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.